Event description:
It was reported that this pacemaker was found to be on safety mode. Previously, at the physician's discretion, this pacemaker had been abandoned, and a new leadless pacemaker was placed. However, since the abandoned device entered safety mode, an additional monitoring visit was planned, and its extraction has been scheduled. At this time this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be on safety mode. Previously, at the physician's discretion, this pacemaker had been abandoned, and a new leadless pacemaker was placed. However, since the abandoned device entered safety mode, an additional monitoring visit was planned, and its extraction has been scheduled. At this time this pacemaker remains in service. No adverse patient effects were reported. Additional information was received; this pacemaker was successfully explanted and has been returned for analysis. No adverse patient effects were reported.